Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller tried leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, and while the pump began to charge, the connection was unstable, requiring the caller to hold the cable in place for recognition. Technical support agreed to send a replacement tandem cable and wall adapter via two-day shipping and advised the customer to rely on multiple daily injections (mdi) if the pump battery depleted before receiving the new charging supplies.